Manufacturer narrative:
Correction: b7 product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) sensing integrity counter (sic) began accumulating and evaluation of the device data was performed to determine what the device was oversensing. It was noted that the can to right ventricular coil showed oversensing that seem to start and stop cyclically. The sic counts were zero until the noted accumulation started. The crt-d was interrogated at an office visit, lead testing was normal at time of interrogation, no reproducible noise. The healthcare professional noted that the patient began using an abdominal stimulator about a week prior that coincides with the uptick in sic and what resulted in shock for the patient. The patient was advised to discontinue use of the abdominal stimulator. The crt-d remains in use. No further patient complications have been reported as a result of this event.